Manufacturer narrative:
Medtronic received additional information that the reason this 32mm mitral annuloplasty ring was implanted and explanted during the same procedure was due to unsuccessful mitral valve repair. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 32mm mitral annuloplasty ring was implanted and explanted during the same procedure for unknown reasons. It was replaced by a 29mm mitral bioprosthetic valve. No additional adverse patient effects were reported.